Manufacturer narrative:
(B)(4).

Event description:
Preoperative diagnosis: scoliosis with lumbar spinal stenosis, status post tsrh pedicle screw instrumentation l2-l3 bilaterally and l5-s1 bilaterally. Procedure: bilateral posterolateral fusion l3-l5, using local bone, bone marrow aspirate actifuse and infuse bone morphogenic protein graftine and pedicle screw instrumentation at l3-4-5 on the right and l2, l4, s1 on the left with hardware removal of tsrh instrumentation at l2-l3 and l5-51. Per the pre op notes, review of the previous CT scan showed that the pedicle screw at l3 on the left and l5 on the left seemed to be somewhat medialized, and the surgeon was afraid to use these holes for the instrumentation so on the left side, pedicle screws were placed at l2 and s1. Prior to placing the rods in,place two small pieces of infuse sponge were placed in each of the 4 facet joints at l3-4, l4-5 bilaterally, and after the instrumentation was complete, an infuse sponge was placed along the transverse process at l4 and the fusion masses and then on the left side one was also draped medial to the screws up over the top of the facet joints. This was supplemented this with the ground up bone graft from the local bone, actifuse and bone marrow aspirate as a mix. The patient's post-operative period was marked by the need for additional surgery, painful medical treatment, extreme pain, nerve da mage, nerve impingement, and ectopic bone formation. The patient reportedly sustained physical and mental pain and suffering and emotional/mental damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2007 the patient presented with the following preoperative diagnosis: scoliosis with lumbar spinal stenosis, status post tsrh pedicle screw instrumentation l2-l3 bilaterally and l5-s1 bilaterally. The patient underwent the following procedure: bilateral posterolateral fusion l3-l5, using local bone, bone marrow aspirate bone graft matrix and rhbmp-2 bone morphogenic protein grafting and pedicle screw instrumentation at l3-4-5 on the right and l2, l4, s1 on the left with hardware removal of tsrh instrumentation at l2-l3 and l5-s1. Per op notes: "we then placed the appropriate curved rods, bent the rod on the left side to fit into the polyaxial heads, placed the inner screws and then with the assistant under the table extending the patient's hips and creating lordosis, we tightened all 6 screws to 80 inch pounds of torque. Prior to placing the rods in place we placed small pieces of rhbmp-2 sponge in each of the 4 facet joints at l3-4, l4-5 bilaterally and after the instrumentation was complete we placed an rhbmp-2 sponge along the transverse process at l4 and the fusion masses and then on the left side we also draped one medial to the screws up over the top of the facet joints. We then supplemented this with the ground up bone graft from the local bone, bone graft matrix and bone marrow aspirate as a mix. We then went into the canal pulled out the soaked in thrombin that had been there to help control bleeding, placed floseal in the lateral recesses." (B)(6) 2008 the patient presented with the following preoperative diagnosis : status post lumbar fusion with postop wound infection and debridement. The following procedure was performed on the patient: debridement of superficial lumbar wound.